Event description:
During prevention maintenance of the pump system, the roller pump did not fully power up on battery backup power. The pump did operate on ac power. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.